Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2009; inratio: 1.3; lab: 1.9.

Manufacturer narrative:
Discrepant results (accuracy) comparison of the inratio test with lab results provided by end-user at the time complaint was filed: inratio: 1.3; ref: 1.9; mean: 1.60; confidence limits: 1.1-1.9. Per event details, tests were performed within a few minutes of each other. Customer results were analyzed and accuracy confidence limits were met. It was indicated that pt may be taking hydrocodone. Pt's condition and treatment may have affected test results. The results are not considered discrepant within the context of the documented variability for inr testing. Product deficiency not established. As of today, product is not expected to return. No further action is required. As of 10/22/2009, ten discrepant result complaint were reported for lot# 216969 yielding a complaint rate of 0.003% due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.